Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced multiple circuit cards and the backplane. System operates as intended. Parts replaced: back plane: fluoro function bd, gen. If bd, image intensifier, camera. On the w/station: image processor bd two bds, power supply, back plane with sbc, sbc, soft ware reloaded, memories flashing.